Event description:
Additional information: the hcp did not know the cause of event unknown; "this was a minor pump problem". As of 2012-(B)(6) patient believed she "could not live without her ptm, the pain so bad". It was also noted that patient had received assistance from the hcp and the concerns were resolved; in the (B)(6) 2011 patient got a new ptm.

Manufacturer narrative:
Analysis of the ptm programmer returned noted no anomaly. Resoldered antenna jack as a preventative measure, was noted.

Event description:
Additional information: it was reported that the "patient was unable to work" the personal therapy manager (ptm). The ptm was not working properly and was replaced. The pump was delivering fentanyl citrate and bupivacaine.

Event description:
It was reported that the patient was getting locked out with an "x on her screen along with the letters xohim next to the hour glass symbol" m on her ptm (personal therapy manager); patient was to discuss it with her healthcare provider (hcp). It was later reported that the actual residual volume (arv) was greater than the expected residual volume (erv; specific values for volumes were not known. It was stated that more medicine was being removed from the pump than expected because patient's ptm was not delivering her boluses as they were programmed. As of (B)(6) 2012, it was reported that "when trying to deliver a bolus, the ptm will not change screens from the home screen."

Manufacturer narrative:
Catheter model: 8709sc, lot#: n177750006, implanted: (B)(6) 2009, explanted: unk; ptm programmer model/serial #: unk.